Manufacturer narrative:
Concomitant medical products: product ID: 37602, serial#: (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported an elective replacement indicator (eri) displayed when checking the implantable neurostimulator (ins). The consumer stated that she was told that the new implants lasted longer than the older models. She was dissatisfied with the battery longevity. The patient experienced sudden weakness, his foot turning inward, and he was not feeling well with general sluggishness. This occurred in his right leg and foot and a couple of days since (B)(6) 2016. The patient had a history of dementia. The patient's indication(s) for use were parkinson's dual and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.